Event description:
It was reported that thirteen days post implant there was a rise in the left ventricular (lv) lead pacing impedance. The patient was brought back in. In the cath lab they found that the lead pulled out of the header without backing out the set screw. Then when reconnecting it, it took over two turns to bottom against the lead pin and the ratchet to engage. Measurements were then taken and all measurements were normalized at that point. The lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 429688, implantable pacing lead, implanted: (B)(6) 2014; 407652, implantable pacing lead, implanted (B)(6) 2014. (B)(4).